Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This complaint pertains the patient¿s ipg located on the right side. It was reported the patient underwent an ipg site revision on (B)(6) 2018 (please see MFR. Report # 1627487-2018-07930). The patient then experienced an infection at the ipg site after the physician removed the staples from the procedure. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent explant of the scs system on the right side due to the infection. Reportedly, the infection was localized to the ipg site, and the physician treated the patient with both oral and intravenous antibiotics.